Manufacturer narrative:
Patient codes: 1914 labeled 2045 labeled 2559 not labeled.

Event description:
It was reported that the patient developed speech difficulty, hypotension, and an episode of respiratory distress requiring intubation. The patient was placed on a ventilator for production of the airway and to prevent further aspiration pneumonia. The patient did fairly well but took a prolonged period of time to improve. The patient was sedated and given propofol for the first three days, but gradually weaned off the ventilator, and successfully extubated without any major immediate complications. Post procedure, the patient experienced right-sided weakness. The patient was discharged to a rehab facility on 12/04/05. No additional information is available.

Event description:
It was reported that during the procedure the pt experienced a stroke. Stop date was in 2005. An embolectomy was performed and the pt's condition is improved.